Manufacturer narrative:
The investigation determined that lower than expected vitros sodium (na+) results were obtained from a single level of a non-vitros biorad control (lot 46020) using vitros na+ slide lot 4284-1177-7102 on a vitros xt 7600 integrated system. The assignable cause of the event is a suboptimal calibration. The calibration slope and intercept parameters appeared suboptimal when compared to expected calibration parameters and the biorad quality control results obtained post calibration were unacceptable. The cause of the suboptimal calibration remains unknown. The customer confirmed that they were following manufacturer guidelines for cal kit 2 storage and preparation. Therefore, improper cal kit storage and/or protocol is not a likely contributor to the event. The customer recalibrated using vitros calibrator kit 32 (lot 3285) on 27 january 2026. This calibrator kit comes liquid ready to use. The calibration data appeared typical to vitros release and peer calibration data, and post-calibration biorad qc results were within acceptable range. In addition, an acceptable patient correlation verified patient accuracy using vitros na+ slide lot 4284-1177-7102.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros sodium (na+) results were obtained from a single level of a non-vitros biorad control (lot 46020) using vitros na+ slide lot 4284-1177-7102 on a vitros xt 7600 integrated system. Biorad 46020 level 3 results of 143.0 and 144.0 mmol/l vs. The expected result of 164.6 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected results were obtained from a non-patient quality control sample. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).